Manufacturer narrative:
PMA/510(k) number not available

Event description:
It was reported by the customer that the implant body (spmh10) could not be removed from the fixture mount. Another implant was placed.

Manufacturer narrative:
One swiss-plus tapered implant was returned for inspection with corresponding transfer mount and mount screw. Visual inspection revealed minimum wear about the threads, collar, and internal threads. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for swissplus® and tapered swissplus® implants¿ 9967 rev 0-09/14. Information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants ¿ ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. Complaint indicates the implant would not disengage with the transfer mount. The alleged event was confirmed following inspection. Functional testing revealed that the device required excessive force to disengage the mount. A root cause for this complaint could not be determined. The following sections were updated: b4: date of this report. D3: manufacturer. D4: expiration date. D10: device available for evaluation change ¿no¿ to ¿yes¿. G1: contact office - name/address. G2: office contact - manufacturing site. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no¿ to ¿yes¿. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. Zimmer biomet complaint # (B)(4).